Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had an increased stimulation with their current system. The patient still feels increased stimulation when they used power tools but it was way less than before. The patient was in an electric dental chair about 2 months ago, and felt an increased stimulation sensation. The stimulation was not painful but he still felt it. They raised the chair and it resolved. There were no therapy complaints or concerns with efficacy. The patient also requested compatibility guidelines for ultrasound. No outcomes were reported regarding this event. If additional information is obtained, a follow-up report will be sent.